Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "bilateral-side rupture." Device has been explanted. Right side.

Event description:
Healthcare professional reported "bilateral-side rupture." Device has been explanted. Right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening and crease fold. A microscopic analysis was performed which identify crease sharp opening and non-penetrating nick(stress marks). Based on the device analysis the final assessment is: -a crease sharp opening on posterior assessed as to a fold flaw opening. -non-penetrating nick(stress marks). Additional, changed, and/or corrected data: d9, h3, h6.